Event description:
It was reported that the pump declared a cartridge change error, and the customer experienced cartridge alarms despite technical support assistance. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting and cleaning the pump's components, as well as attempting to fill and load a new cartridge, but the customer was unable to successfully complete these steps. The customer reverted to manual insulin therapy.